Event description:
It was further reported that they will continue to monitor since they have increased the patient's heart medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) incorrectly classified episodes of dual tachycardia (atrial fibrillation (af) and ventricular tachycardia (vt)) as supra ventricular tachycardia (svt)-af. It was noted that other episodes were correctly labeled as vt and were treated with anti-tachycardia pacing (atp). It was discussed that the af/atrial flutter discriminator criteria delayed therapy delivery. The ICD remains in use. No further patient complications have been reported as a result of this event.